Manufacturer narrative:
A follow medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the lacrimal intubation set. The report states that the silicone tubing detached from the probe.

Manufacturer narrative:
The complaint sample was evaluated and the probe was confirmed to be separated from the tubing. The adhesive joint appeared to be weaker than the tubing itself under the loading to which it was subjected. A definitive root cause for the reported complaint condition could not be determined. A scar was issued to the supplier. Quest will continue to monitor complaint trends for this complaint condition.